Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) universal guidewire crossed a stent was implanted a couple of days ago; however, there was resistance at the location of the stent upon retrieval of the guidewire. The bmw universal was removed independently but the tip/coils were stretched/stripped and core broken but held by the stretched coils. Another non-abbott guidewire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported break and stretched material were confirmed. The reported difficult to remove was not able to be replicated in a testing environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it was reported that there was resistance at the location of the stent upon retrieval of the guide wire which likely led to the reported stretched material and broken tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.